Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tubing leaking was confirmed. A tear was located below the blue upper fitment of the pumping segment. The cause of the leak was due to the tear near the upper fitment. The cause of the tear could not be identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.

Event description:
Customer reported tubing found leaking IV fluids from a small hole in the upper part of tubing that sits in the air detector part of infusion pump. No pt harm reported. No additional info was available.